Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, noise or some type of artifact was observed on the right ventricular (rv) channel. A header air bubble issue was suspected with the implantable cardioverter defibrillator (ICD). While the pocket was still open, the physician pulled out the device and reconnected the lead to the header and the issue resolved. Defibrillation threshold tests (dfts) were normal and the post operation follow-up check showed no further issues. No adverse patient effects were reported.